Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information. The following sections have been updated: b3, b4, b5, e1, g4, g7, h2, h6, h10.

Event description:
It was reported that there are leaking cuffs in the pack. Event occurred before surgery and another device was used to complete surgery. No adverse were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned product/provided pictures identified the cuff tubing was not damaged but was discolored (dark/brown) in color. A leak test confirmed there was an air leak where the tubing connects to the right angle port of the cuff. When connected to an ats device, the unit alarmed as it had to continuously pump to keep the cuff inflated. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there were leaking cuffs in the pack. No adverse events have been reported as a result of this malfunction.